Event description:
Review of save-to-disk data revealed increased/high pacing impedance. The device and lead status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on review of performance data collected from the device. The actual device was not received for evaluation. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed and showed increased/high pacing impedance. The ventricular pacing impedance measurement was in the 500 - 600 ohm range until 2008, when the minimum/maximum were both 661 ohms. These values continued to increase throughout the record ending 2009, when the last recorded minimum/maximum values were 1864/2019 ohms.